Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to the patient needing a thicker polyethylene bearing. It is unclear if this is a wear issue, incorrect size implanted, or laxity issue. No further information has been provided.

Manufacturer narrative:
(B)(6). Concomitant medical product: unknown maxim knee femoral, cat#: unk lot#:unk; unknown maxim knee tibial trays, cat#: unk lot#:unk. The product has not been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see reports 0001825034-2017-07240, 0001825034-2017-07241, 0001825034-2017-07243.

Event description:
It was reported that the patient is being considered for revision due to an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number/lot number in the incident are unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review could not be performed due to limited information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the patient was revised to address polyethylene bearing wear. Attempts have been made and no further information has been provided.